Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two samples were returned for evaluation. Samples were visually evaluated, and one sample the backcheck valve was observed to be broken inside the caresite y-site valve arm, and the other sample the backcheck valve was detached at the backcheck valve sonic weld. A proper evaluation could not be performed on the photo provided. Based on the results of the visual evaluation, the defect is not confirmed to be a manufacturing defect for the broken backcheck valve. While an exact root cause cannot be determined, a review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. In regards to the findings of the detachment at the sonic weld, a review of the complaint samples and manufacturing records suggests that the most probable cause of this defect could have been during the manufacturing process. It was found that the process could have been interrupted during the activation of the sonic weld causing a partial weld along the two molded parts. Since the lot information could not be provided for this particular incident, a historical review of the customer complaint database could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: event 2: complaint/problem 2 sets of blood tubing both broken at same spot. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400615270. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.